Event description:
The customer received a "hi" reading, the visiting nurse gave pt an extra shot of insulin. One hour later the customer tested and received readings of 480, 524 mg/dl. Eight hours later customer tested and rec'd a result of 499 mg/dl. Three hours later rec'd a result of 409 mg/dl. One hour later rec'd a result of 209 mg/dl. Paramedics were called and they rec'd a result of 30 mg/dl. The customer was taken to the hospital. A lab was performed, the results are unk. The customer was given glucose, and IV fluid. The customer states that the cap is left off of the glucose strip vial. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.